Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a force sensor bgnd test. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the main board. As a result, the downstream main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a force sensor bridge test and calibration failures, accompanied by an audible alarm during power-up. There was no patient involvement, no injury was reported.